Manufacturer narrative:
Further conversation with the clinical engineer at the hospital revealed an ICD shock will be felt by a caregiver in many instances. The feeding tube did not deliver the shock to the nurse, but was in the path of the current delivered by the ICD.

Event description:
Female clinician operator reported "feeling a jolt in her vinyl-gloved hand" while holding the cortrak enteral feeding tube with the tube inserted an unknown distance into the patient, when the patient's implantable cardioverter defibrillator (ICD) delivered a shock. Operator then experienced light-headedness, nausea and some chest pain, prompting her to sit down on floor at patient's bedside. Operator's EKG at patient's bedside displayed normal sinus rhythm. Operator was then evaluated in emergency room where repeat EKG displayed normal sinus rhythm and operator was discharged from care. Customer reports that patient monitor recording showed patient's heart rhythm changed to ventricular fibrillation, the ICD appropriately delivered a shock, and the patient's rhythm converted to its prior baseline. Patient's already critical condition reported to have remained unchanged.